Manufacturer narrative:
The technician found pt head left siderail was not latching. The bed in need of spring latch upgrade kit. The technician replaced spring latch upgrade kit on all 4 siderails to resolve. This MDR is part of a retrospective review in accordance with CAPA activities.

Event description:
Account alleges the siderail was not latching.